Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified common femoral artery. A 2.5mm x 20mm x 144cm coyote es balloon catheter was advanced for pre-dilatation. However, during first inflation for 2 seconds the balloon ruptured. The procedure was completed with a 5mm mustang balloon catheter. No patient serious injury or adverse event were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon is loosely folded with blood in the inflation lumen and balloon. The hypotube, outer shaft, inner shaft, balloon and tip were visually and microscopically examined. There are numerous hypotube and shaft kinks. Microscopic examination of the device revealed that there is an 11mm longitudinal tear in the balloon starting at the proximal balloon waist. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified common femoral artery. A 2.5mm x 20mm x 144cm coyote es balloon catheter was advanced for pre-dilatation. However, during first inflation for 2 seconds the balloon ruptured. The procedure was completed with a 5mm mustang balloon catheter. No patient serious injury or adverse event were reported and the patient's status was good.